Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/08/2018 with the following findings: a review of the black box showed no battery life issues. No moisture/corrosion was observed in the battery compartment. No damage was found to the returned battery cap or the battery compartment. The battery cap was able to fully tighten to the pump and power it on. The current draws measured within specifications. A battery life issue was not duplicated during testing. The pump cover was removed to find no evidence of moisture or loose components inside the pump. The complaint was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.